Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the field application specialist (fas) calibrated the assay, and then made a change to the number of decimal places programmed within the assay application in the analyzer software. Sometime afterward, the customer obtained questionable results for one neonate patient using the dbili direct bilirubin (dbili) assay on the cobas 6000 c (501) module. The initial result was 0.7 mg/dl, which was released outside of the laboratory. The doctor did not agree with this result based on the patient's clinical picture, an infrared reading, and clinical correlation. A new sample was taken with a result of 0.8 mg/dl. The doctor did not agree with this result. At 10:35 pm, a blank calibration was performed. No adverse event occurred with the patient. The dbili reagent lot number is 171298; the expiration date was not provided. On (B)(6) 2017, the customer noticed qc issues with the dbili assay. The calibration was fine but qc was low by a factor of ten. On (B)(6) 2017, the customer called technical support. The technical support representative (tsr) remotely connected to the analyzer, deleted and re-downloaded the application, and set up the application, decimal places, and control values correctly. It appeared as though the number of decimal places was changed after the application had been calibrated, and this was potentially causing the issue. The customer attempted to order a calibration and qc but was unable. The tsr instructed the customer how to activate qc. The customer stated that the most recent calibration had signals of 2 and 1 with no flags. The customer continued to have difficulty performing qc in two more attempts. The tsr remotely connected to the analyzer and realized that the calibration set point was not updated within the application. He updated the calibration set point and reordered calibration and qc. The calibration was successful and both of the quality controls passed. The tsr suspected that the cause of the issue was a change in the number of decimal places without a corresponding change in the calibration set point. A field service representative was not dispatched, as the customer believed that the erroneous results were due to this cause, and confirmed that the issue was resolved.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. The customer stated that the field application specialist made the change to the decimal point on (B)(4) 2017. However, the quality control (qc) data showed that the issue with the decimal point began around 04/16/2017, the first date with a 10x lower qc result. Qc was acceptable on (B)(6) 2017 through 04/15/2017. The provided information does not match the timeline of events as described by the customer.